Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, multiple cartridges were found to be leaking. Customer used another cartridge and it was successfully loaded. Insulin delivery was resumed. Customer's blood glucose was not impacted.